Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the device evaluation confirmed the customer¿s allegation. The likely cause was a component failure of the ceramic head (insulation beak). However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the ceramic head broke. There were no reports of patient involvement.